Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. He reason for call was caller stated that impedance measurement shows all electrodes are "do not use" at 40k ohms - caller verified checking different reference electrodes. Caller stated patient only has one lead and it is unknown why drs shows two leads. Caller stated that patient had been on dtm programming so they appropriately weren't feeling stim but then they started to realize that they didn't think the device was working. Technical services (tss) reviewed troubleshooting information with the caller. No symptoms were reported. Additional information received from the manufacturer representative reported that no actions had been taken yet and the patient was likely going to have a lead revision. The impedance issue was not resolved and all electrodes continually test as do not use. Adequate therapy was not able to be achieved for the patient.